Manufacturer narrative:
Evaluation summary: the device was returned with the stent dislodged from the delivery system. Crimp impressions were visible along the exposed balloon surface. The dislodged stent returned with the first two stent segments intact, and the remaining segments were stretched and deformed. There was a kink on the hypotube 11.1cm distal to the strain relief. (B)(4).

Event description:
The physician was attempting to advance one endeavor resolute drug-eluting stent to a tortuous and calcified mid lad long lesion exhibiting 95% stenosis. The device was inspected with no issues noted. No difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated. Resistance was noted but no excessive force used. The device could not completely cross the lesion. After several attempts by the physician to advance the device, the stent became dislodged as the stent got stuck on the tortuous point proximal to the lesion. The physician proceeded to retract all the devices, however, part of the stent was exposed outside the guiding catheter. The physician inserted a balloon and a guide wire, twined the stent and successfully removed it from patient and completed the procedure with another stent. The physician determined that the dislodgement is related to tortuosity and calcification. No patient injury was reported. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review : procedural images received confirmed the lesion morphology as reported by the account. Balloon inflation was performed. An image captures the dislodged stent as it is retracted in the vasculature; it can be seen that the stent is deformed and stretched and a snare was used to retrieve the stent from the vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.